Event description:
It was reported that the patient had their implantable neurostimulator explanted because they did not get pain relief from device (had less than 50% therapy relief). Follow up information reported that the patient was doing well and their physician was considering them for a pump trial. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3587a, lot # n090441, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type lead; product ID 748966, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type extension; product ID 7434a, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).